Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 19863831.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray revealed that the lead had migrated. The patient underwent an explant procedure and the explanted device components were not returned as it was disposed by the facility.